Manufacturer narrative:
Affected device was returned. Visual inspection confirmed the particulate was in the package. No patient harm was reported.

Event description:
The customer alleges that " the package contained particulate." No other details were provided and no patient injury/harm reported.